Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead exhibited normal measurements with the pacing system analyzer (psa). When connected to the device, the impedance measurements were greater than 2000 ohms with high threshold measurements. Troubleshooting was performed and concluded the connection was verified to be appropriate. The lead and device were disconnected, then connected seven times with the same results. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.